Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the cap couldn't be removed from the pump and that there was evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: the returned battery cap and a test cap could be easily removed form the pump case. The battery compartment was cracked below the bumper pad. The battery cap was also damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.